Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a known high-risk patient experienced tension pneumothorax and expired. The physician reported that the pneumothorax and subsequent events were not ion system related and no malfunction or device issues occurred. The tension pneumothorax occurred in the left lower lobe (lll), specifically in a target nodule that was close to the pleura and in a peripheral area. The pneumothorax led to bradycardia, hypotension, and hypoxia. The physician performed needle decompression to alleviate the tension pneumothorax which improved oxygen saturation and allowed the patient to be better ventilated. The patient was treated for the hypotension and bradycardia; however, went into ventricular fibrillation. The ion-system was immediately undocked and the procedure was aborted. Advanced cardiac life support (acls) measures were administered for 30 minutes. The resuscitation efforts were not successful and the patient passed away. The patient reportedly had significant comorbidities including chronic obstructive pulmonary disease (copd), chronic respiratory failure requiring home oxygen therapy, renal cancer, colorectal cancer, chronic lymphocytic leukemia, and adenocarcinoma of the lll with recent stereotactic body radiation therapy (sbrt).

Manufacturer narrative:
System logs are not available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion lung biopsy targeting 2 lung nodules. The biopsy of the left lower lobe nodule was complicated by a tension pneumothorax complicated by hypotension, bradycardia and hypoxia treated with needle decompression. This was further complicated by ventricular fibrillation for which acls was administered. Attempts at resuscitation were unsuccessful and the patient died after 30 minutes. Based on the available data the events were procedure and not device related in a patient with significant co-morbidities. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7% with no deaths. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of (B)(4) requiring hospitalization or intervention and 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5% with 1 death. A subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube and no deaths. Another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the acquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). .